Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was included in the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the expected longevity of this pacemaker decreased from 12.5 years to 9 years over the time span of 1 year. Premature battery depletion was suspected and a request was made of boston scientific technical services (ts) to have data from this device analyzed. Engineering review of device data showed the early indications that the battery may be depleting more quickly than expected. Ts recommended performing a follow-up in three months to monitor the depletion. Subsequently, this device was explanted, and returned to boston scientific for analysis. No additional adverse patient effects were reported. This device was included in the recent hydrogen induced premature battery depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the expected longevity of this pacemaker dropped from 12.5 years to 9 years over the time span of 1 year. Premature battery depletion was suspected and a request was made of boston scientific technical services (ts) to have data from this device analyzed. Data analysis showed the early indications that the battery may be depleting more quickly than expected. Ts recommended performing a follow-up in three months to monitor the depletion. This pacemaker remains in service at this time. No adverse patient effects were reported. This device was included in the recent hydrogen induced premature battery depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.